Manufacturer narrative:
Initial MDR inadvertently omitted UDI number for the suspect device. UDI: (B)(4).

Event description:
Diagnostics were run with the new generator intraoperatively and showed impedance ok, 2089 ohms and per the anesthesiologist the patient began having bradycardia. A drug was administered and the bradycardia was resolved in about two minutes. The physician decided not to do a second device diagnostic test after the patient was closed. Attempts for additional information have been made but have been unsuccessful to date.